Event description:
The customer reported that the insulin pump alarmed while filling the tubing. The blood glucose reading was 274mg/dl. The caller also mentioned that insulin squirted out during the manual prime process. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose support disk. The insulin pump received with scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).